Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: lo.

Manufacturer narrative:
(B)(4). Investigation completed: the returned meter did meet all the testing performance; the meter is functioning properly as intended. Returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage. Recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: lo.